Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 31 mm edwards surgical aortic valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of approximately 10 years due to valve deterioration leading to severe mitral stenosis. The tmvr procedure was attempted with two 29 mm edwards transcatheter heart valves; however, both attempts were unsuccessful and the procedure was ultimately aborted. The tmvr procedure was re-attempted after five (5) days and a 29 mm edwards transcatheter heart valve was successfully implanted. Post procedure transesophageal echocardiography showed trace perivalvular regurgitation. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged on pod #2.